Event description:
It was reported to philips that the device was experiencing repeated etco2 op check failures coincident with a co2 equip malfunction inop message. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.